Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, serial# (B)(4), product type: lead. Product ID 74001, product type: adapter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported that after the consumer got a new battery due to normal battery depletion they were no longer feeling stimulation on the same settings as prior to implant. When stimulation was on 4.9 volts the consumer didn¿t feel anything, and continued to not feel anything until 8.0 volts. An impedance check was performed with all normal results in the 1,000 ohm range on all combinations. A group measurement was also taken with normal readings. The rep. Was going to continue to reprogram the implantable neurostimulator (ins) for sensation and wait a bit for anesthesia to wear off. The rep. Later reported the physician was going to be sending the consumer to a neurosurgeon to change from one type of lead to another due to not getting stimulation. It was noted the lead that was currently implanted was 14 years old even though impedances were good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.